Manufacturer narrative:
Qc performed in the morning of the event recovered within the laboratory's established ranges. A) qc is run once per day. The instrument generated glum error messages at the time the erroneous results were noticed. A field service engineer (fse) was dispatched to the customer's lab: a) the fse replaced a glum stirrer motor and the problem was resolved. Hardware issues, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous glucose (glum) results that were generated by the synchron lx I 725 clinical system for multiple patient samples. The customer indicated that a physician questioned a glum result and the sample was re-tested, and the repeated result was different. The customer then re-analyzed all samples on a different instrument and found 17 more discrepant results. (See b6 for the original and the corrected glum results) it is unknown if patient treatment was initiated or withheld based on the erroneous results.